Manufacturer narrative:
Received 1rk 454238/a200637l for evaluation. No samples of the other three claimed batches were received. The complaint cannot be determined for 454238: a20053pp, a19123dt and a20043d6. We have no further inventory of 454238/b200637l.we have no further complaints on 454238/b200637l. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. Samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level and draw volume. Tubes had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No deviations could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: d4: lot number and expiration date; h3: samples received; h4: date of manufacture; h6: investigation method, investigation findings, investigation conclusion; h10: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples for evaluation are requested. As soon as samples will be received and an investigation completed by the affiliated headquarter, where we purchase the product from, a supplementation report will be filed.

Event description:
Customer states tubes are underfilling. Customer has confirmed that if a sbc is used a discard tube is drawn; that tube is held in place with thumb until tube is filled; and if a syringe is used a blood transfer device used to transfer the blood into the tube.